Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was affected by audio issue. The customer¿s blood glucose level was 6.3 mmol/l. Customer assisted with audio beep test and test failed. Insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. The audio tones or beeps functioned properly. However, hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly.